Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that there were color bars in the image. The customer's originally reported issues of a water leak and cracks in the camera cord connection were confirmed. The following additional findings were also noted: main body scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that there was a water leak and cracks at the camera cord connection of their hd camera head system. The customer was able to finish the procedure/treatment by replacing the equipment. Upon inspection and testing of the returned unit, it was discovered that there were color bars in the image. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the lack of image was caused by failure of the video module. The cause of the faulty video module was attributed to fluid ingress. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿do not hit or drop the product. Water leakage may damage the electrical circuits inside the product.¿ olympus will continue to monitor field performance for this device.